Event description:
According to the reporter, the customer has a bravo capsule that failed to attach to the patients esophagus. There was no harm to the patient or user due to the event. No medical intervention was required during the procedure. An endoscopy was performed prior to the procedure and the patients esophagus appeared to be normal. There was nothing unusual about the patient or the procedure that may have led to the failure to attach. It was reported no lubricant was used to facilitate capsule placement. The user has been performing the bravo procedure for over five years. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation of summary: it was reported that the patient vomited the capsule and as reported only half of the capsule came back up. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.